Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: during cvc insertion the guidewire was attempted to be removed. The user was able to withdraw about 10cm then unable to withdraw any further. The guide wire "felt stuck, firm pressure applied to wire no further withdrawal possible from within brown lumen". Guidewire and catheter removed together from patient. Wire appeared "unravelled". No patient injury or harm reported.

Manufacturer narrative:
(B)(4) it was discovered that the same information regarding this event was reported by both the customer and the sales rep, thus the information from this report is a duplicate of MDR#3006425876-2021-00338, submitted on 04/23/2021. *this complaint will be voided as it is a duplicate* corrected data: it was discovered that the same information regarding this event was reported by both the customer and the sales rep, thus the information from this report is a duplicate of MDR#3006425876-2021-00338, submitted on 04/23/2021. *this complaint will be voided as it is a duplicate*

Event description:
The complaint is reported as: during cvc insertion the guidewire was attempted to be removed. The user was able to withdraw about 10cm then unable to withdraw any further. The guide wire "felt stuck, firm pressure applied to wire no further withdrawal possbile from within brown lumen". Guidewire and catheter removed together from patient. Wire appeared "unravelled". No patient injury or harm reported.